Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct during a bile duct stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the spyscope was unable to cannulate pass the proximal bile duct. It got stuck at about 2cm from ampulla. According to the physician, the stone could have been blocking the way and the device could not maneuver further up the duct. Reportedly, the patient's vital stats were declining, and therefore the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.